Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electro surgical unit (iesu) was showing error c-34 when the surgeon attempted to activate monopolar energy. The operating room (or) nurse contacted technical support and reported the surgeon could not get monopolar energy to activate. Prior to calling technical support, the caller switched out the green monopolar instrument cable but the issue was not resolved. The caller also attempted to swap out the monopolar curved scissors (mcs) instrument without resolving the issue. The grounding pad was registered. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power off the iesu and disconnect the instrument cables. The iesu powered on with a c-00 error. No other energy activation devices were present at the time of the call. The customer powered the iesu off by pulling the power cord and disconnecting the external foot pedals. The iesu powered on without the fault, however, when the surgeon attempted to activate monopolar energy, the device faulted again. The tse assisted the customer with connecting a third-party generator. The surgeon was then able to activate energy using the third-party equipment. The site was continuing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: after swapping to the backup generator, the procedure was completed without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue with error faults and the monopolar energy not firing. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu and the investigation has been completed. The reported issues were confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The iesu will be returned to the manufacturer for repair. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the iesu was showing error c-34 when the surgeon attempted to activate monopolar energy. The iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.